Manufacturer narrative:
The investigation was completed on 25-oct-2023. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31110787l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 23-oct-2023, noted a correction to the 3500a initial under h6. Medical device problem code as processed as insufficient information (a26) and it should have been obstruction of flow (a1409).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. They received strange impedance readings. The impedance would initially drop and then escalate upwards. While flushing the catheter, the irrigation was only coming out of a couple of the ports. To troubleshoot, they cleared the char and coagulants on the tip of the catheter without resolution. The caller checked the grounding pad accuracy without resolution. The catheter was flushed a second time without resolution. The catheter was replaced, the issue was resolved, and the procedure was continued. The device evaluation was completed on (B)(6) 2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection, patency, irrigation, screening, temperature and impedance test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. No char, thrombus or clot residues were observed. The device was connected to carto 3 system and the device was not visualized, since error 105 and 106 appeared due to an open circuit on the tip area. The temperature and impedance test was performed and the device was found working correctly. No impedance issues were observed. Then a patency and irrigation test were performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer were not confirmed; other issues or circumstances may have occurred during the usage of the device that compromised its performance. In the other hand, error 105 and 106 observed during the investigation are unrelated to the issues reported by the customer. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿char/coagulants¿, ¿impedance¿ and ¿irrigation¿ issues. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the biosense webster inc. Analysis finding of the ¿open circuit on the tip area¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 20-dec-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and an irrigation inadequacy during the procedure issue occurred. They received strange impedance readings. The impedance would initially drop and then escalate upwards. While flushing the catheter, the irrigation was only coming out of a couple of the ports. To troubleshoot, they cleared the char and coagulants on the tip of the catheter without resolution. The caller checked the grounding pad accuracy without resolution. The catheter was flushed a second time without resolution. The catheter was replaced, the issue was resolved, and the procedure was continued. Additional information was received. High impedance value was displayed. The generator stopped ablation due to the high impedance cut-off only during one lesion; for all others, they were getting high impedance values but there was no cut off from the generator. They were able to stop ablating when there were very high impedance values by the doctor releasing the foot pedal as well as hitting stop on the remote generator. Ablation was stopped when they saw high impedance values. They were using normal smarttouch sf settings. Unable to provide the temperature, impedance and power. Physician observed char on the tip electrode of the ablation catheter. No other error message presented other than high impedance displayed on the carto system and physician describing that fluid was not flushing normally through the catheter when removing it and checking for that. No issues related to temperature and flow on the catheter were known to the caller. The patient was anticoagulated as the doctor asked about the act throughout the case, unfortunately the caller does not remember further details. Power adjusted throughout the case per physician instruction. Pump switching from ¿low¿ to ¿high¿ flow during ablation. The duration of ablation was not used greater than 60 seconds. Average contact force was below 25 grams; no contact force at 40 grams for an extended period of time. Irrigation rate was not used outside of those prescribed (power up to 30 w, high flow rate of 8 ml/min; 31 w or greater, high flow rate of 15 ml/min). Tag index color bar was utilized for ablation tags. Additional attempts have been made to obtain clarification if there was any malfunction on the generator. However, no further information has been made available. The char / coagulants issue described was assessed as a not MDR reportable char issue. The impedance issue was also assessed as not MDR reportable. The ¿irrigation inadequacy during the procedure¿ was assessed as MDR reportable.